Manufacturer narrative:
The device was received for evaluation. The sample was visually inspected by a lab personnel. A damaged dialysate port or hansen was observed. The damage to the port would not have allowed for a proper connection of the required tubing used during device priming and/or patient therapy. The improper connection would have prevented the port from sealing completely, which may have resulted in leaking or entry of air into the system. The reported condition was verified. The cause of the damage could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a revaclear 400 dialyzer, many of the dialyzer capillaries were observed not to be filled, and an "unseen phenomenon of 'white little shooters' go down the dialyzer". The event was further described as "they were like tiny tears or droplets that were coming down/ shooting down the dialyzer sporadically". The treatment was however completed as intended. There was no patient injury or medical intervention associated with this event. No additional information is available.